Manufacturer narrative:
The device is not available for evaluation as it remains in the patient. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not available at the time of the report.

Manufacturer narrative:
Correction: h6 result code, clinical code. The reported event, alleged of issue ¿revision¿, could not be confirmed since the device was not returned for evaluation and images of CT scans provided did not match the alleged failure mode. A medical professional reviewed the received information and noted the following: ¿there are no visible defects of the device on the detailed CT-scan. There about 12 months between the primary implantation and the revision surgery. The tibial component is well-fixed with a relatively thick layer of either bone cement or bone void filler. There are no signs of loosening or subsidence. Under the talar component there are some bone cysts mostly laterally, and the CT-scan gives the impression of some lateral talar component subsidence. Due to the lack of additional information, the root cause and clinical indication for the revision cannot be determined now. The device itself looks to be in good order.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient may need to undergo a revision surgery due to reasons not available at the time of the report.